Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The disposable set was returned and evaluated for the leak. A visual inspection was performed, along with functional testing: leak testing, clear passage test, clamp function test, and device-device interaction testing (simulation of use during therapy). The device failed visual and functional testing because a leak was found and it was determined to have been originating from a hole in the bag (part of the disposable set). The reported event was verified, but the cause of the hole in the bag could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of the returned amia set, a leak was noted. There was no patient injury or medical intervention associated with this event. The reporter declined to provide further information about this event.